Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4 the device was returned to olympus for inspection and the reported failure of brown liquid coming out of the distal end was confirmed. Based on the results of the investigation and historical data, degradation problem may be a possible cause of the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that brown liquid was coming out from the distal end of the uretero-reno fiberscope. The event occurred during maintenance service. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.